Event description:
It was reported that the original surgery was in 2005, (l) bunion correction. On or about (B)(6) 2010, patient consulted with surgeon regarding the pain she was having in her feet. On (B)(6) 2010, revision surgery to fix hallux varus and hammer toes x 3. As the surgeon pulled the suture through the bone to pass the button the suture broke. Due to the patient's medical history of past pulmonary embolism, the surgeon did not attempt to redrill new holes. Instead, a small piece of the adductor tendon was used in the same hole drilled for the tightrope. He used a piece of o vicryl and sutured the adductor tendon to it hoping to correct the hallus varus deformity. Hallux returned and the patient changed doctors. Fragments from the mini tightrope remained in the patient`s 2nd toe.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause(s) of this type of event includes poor placement in the bone, suture abrasion and/or knot failure. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.